Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The user facility reported that the referenced device was implicated in a patient infected with mycobacterium species. The user facility reportedly cultured the referenced device and the result was negative. There was no further detail provided. As part of our investigation into this report, an olympus endoscopy support specialist has been dispatched to the user facility to assess the facility's reprocessing practices and provide reprocessing training if necessary. However, the user facility indicated no interest in coordinating reprocessing training. The device referenced in this report was returned to olympus for evaluation. The evaluation did not find any signs of cracks or damages and the referenced device passed the leakage test. There were no foreign objects, stains or debris noted inside the instrument channel. However, the evaluation noted a kink and shear marks on the channel wall causing restriction to the instrument channel at the bending section side which was attributed to mishandling. The entire insertion tube and the bending section were inspected with no evidence of abnormal stains, debris, or residue found. The exact cause of the user's report could not be conclusively determined. This is one of two reports, also reference 8010047-2012-00246. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed by the user facility that the referenced device was under investigation for spores. The user facility reportedly was investigating an issue possibly related to the use of the referenced device. The referenced device was said to have passed the leakage test prior to and during automated reprocessing and appeared to intact.